Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient noticed the condensation when he looked in the cartridge compartment window of the pump. Caller removed the cartridge from the pump and could tell from the smell that the moisture was insulin. No adverse event reported. A request was made for the return of the device, replacement sent.